Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The account alleged that the side rail would not stay raised or latch. No patient impact.